Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 625mg/dl. The customer's current blood glucose was unknown. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer alleged on pump. The insulin pump will not be returned for analysis.